Manufacturer narrative:
By checking the manufacturing charts of the lot #s involved no anomaly was found. This is the first and only complaint involved this lot #s. We will submit a final report once the investigation will be completed.

Event description:
Revision surgery due to loosening of the acetabular cup and passage of a screw through a hole of the cup occurred on the (B)(6) 2019. The following components were involved in this issue: delta-one-tt acetab. Cup ø44mm, (not marked in USA); bone screw ø6,5 h.20mm, code 8420.15.010, lot #1901730; bone screw ø6,5 h.25mm, code 8420.15.020, lot #1905737, primary surgery was performed on the (B)(6) 2019. According to the info reported, the patient had pain and observed shortening of prosthetic leg since the (B)(6). Event occurred in (B)(6).